Manufacturer narrative:
Section a2, a3, a4, and a6: unknown, information not provided. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: unknown, information not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the eyhance preloaded intraocular lens (iol) 19.5 diopter was selected and implanted. The target refraction using barrett ture k formula was -0.9 diopter. The initial postoperative refraction on the day of operation showed a myopic outcome of approximately -3.0 diopter. Based on the patient¿s individual factors, the surgeon anticipated that the refractive outcome might shift by around -2.0 diopter. To address the myopic refractive error, an iol exchange was performed, and a 16.5 diopter intraocular lens was selected. The target for the exchange was set to +1.5 diopter to achieve a more desired refractive outcome. The refractive outcome after the iol exchange remained at +1.5 diopter. The result followed the calculated value from the formula, which shows a different trend compared to the initial surgery. Surgeon requested to inspect whether the first iol was actually +19.0 diopter, as the surgeon and patient want and plan to exchange the lens again. No other information is available.

Manufacturer narrative:
The product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jan 15, 2025. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification reveal the lens was cut in half and coated in viscoelastic residue. The lens was cleaned and inspected, revealing no issues that could cause or contribute to the complaint issue. In response to the special request, the complaint lens was forwarded to the manufacturing site for miq re-measurement. The lens was measured twice resulting in the following diopters: 19.67 and 19.66. Document picb00 (product specification tecnis eyhance iol, acrylic 1-piece intraocular lens (models icb00, dib00, and gib00, revision 05) was reviewed and confirms that the product is within the optical power range. The complaint issue "incorrect lens power" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.